Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had suspected pump thrombus. The log file analysis showed that there were no unusual events captured, but the pump power was consistently in the 7 to 8w range, which was little above baseline speed of 9600. Diagnostic tests resulted with lactate dehydrogenase (ldh) of 813 on (B)(6) 2019, which improved to 543 on (B)(6) 2020 (day of discharge); elevated pump powers and flows as reported in the log analysis. Patient had reported symptoms of hematuria; no longer present on admission. Patient was treated with bivaliruden infusion from (B)(6) 2019 through (B)(6) 2020. Patient was discharged to home with increased international normalized ratio (inr) goal range (2 - 3) and ongoing outpatient monitoring of ldh and left ventricular assist device (lvad) parameters.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. A correlation between heartmate ii lvas, serial number (B)(6), and the reported suspected thrombus, elevated pump power/flow, and elevated ldh could not be conclusively established through this evaluation. Additionally, a specific cause for the elevated power and flow confirmed via the submitted log files could not be conclusively determined through this evaluation. The account reportedly suspected pump thrombosis. The patient¿s ldh on (B)(6) 2019 was 813 but reportedly improved by discharge. The patient had recent hematuria prior to admission which was no longer present at admission. The patient was reportedly treated with blood thinner medication from (B)(6) 2019 through (B)(6) 2020. The patient was discharged home on (B)(6) 2020 with an increased inr goal range and plans to continue monitoring ldh and lvad parameters. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further related complaints have been reported at this time. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2020. Of note, pump power and calculated flow appeared to be slightly elevated throughout the log file, ranging from 6.0-9.0 watts (average 7.8 watts) and 5.1-10.0 lpm (average 8.4 lpm). However, no clear trend in pump power or calculated flow was observed. No other atypical alarms or events were captured, and the device appeared to be functioning as intended. A direct correlation between the reported power/flow elevations and elevated ldh and the reported suspected thrombus could not be determined. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. The heartmate ii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.